Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient was stable and symptomatic. Further information was requested, but not yet available.

Manufacturer narrative:
Further information was requested but not received.